Manufacturer narrative:
An internal investigation was performed for a customer in (B)(6) reporting false positive cefoxitin screen (oxsf) results for six staphylococcus aureus patient strains using the vitek® 2 ast-p619 test kit (reference 411944), lot 4990851403, with vitek® 2 v08.01 software. The customer did not perform repeat testing on the vitek and they did not save the strains for this investigation. Submittal of the isolate is required in order to confirm a vitek 2 discrepancy compared to the reference method. A field application specialist (fas) went to the customer's site on (B)(6) 2019. Several deviations from the good practice info 4040 were observed: - saline solution is homemade- customer did not check ph (recommended to either change to bmx saline solution or to check ph to be within ph 4.5-7.0). - customer uses bulk good tubes for testing - many scratches on the tubes which could led to false mcfarland measurement and therefore affect (ast) testing (recommended using layer ware tubes). - customer uses cos and chromid (B)(6) plates (bmx) for testing. The fas agreed with the customer to hold back all further affected isolates (original swab) and then perform parallel testing to check each step in their sample handling. At the time of visit, no further affected isolates were reported from customer site. Vitek 2 ast-p619 lot #4990851403 met final qc release criteria. This lot passed qc performance testing.

Event description:
A customer in germany notified biomérieux of a false positive cefoxitin screen (oxsf) result for (B)(6) when performing antibiotic susceptibility testing for six different patient strains using the vitek® 2 ast-p619 test kit (reference (B)(4)), lot 4990851403, with vitek® 2 v08.01 software. The customer reported obtaining the following results for patient isolate v1905911-1: expected strain ID: (B)(6). Isolate ID: (B)(6). Initial vitek 2 ast-p619 card: cefoxitin screen - positive . Oxacillin - minimum inhibitory concentration (mic) <= 0.25* mg/ml (r)* resistant, advanced expert system (aes) modified to resistant. Alternate test method: cefoxitin disk diffusion, 26 mm, susceptible. Alternate test method: mrsa agar, negative. The customer reported that subculture was performed using columbia blood agar, with incubation at 37°c, overnight. The customer did not provide the atmospheric culture conditions, nor the age of culture at the time of testing. The customer did not provide additional details regarding their setup procedures. The customer reported that no repeat testing with the vitek 2 ast-p619 card was performed. The customer did not report whether there was a delay in reporting results, or wrong results reported to a physician; nor whether there was a delay in treatment decision, or any patient harm or incorrect treatment. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. An internal biomérieux investigation will be initiated.